Event description:
The customer contact reported an operator error in loading the tubing into the device, which resulted in the patient receiving less medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 5 mg/ml and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that the patient had received 8 mg of morphine with no relief of pain. After an unspecified length of time, the anesthesiologist treated the patient with an unspecified concentration of ketamine. At that time, it was reported that the nurse noted that the tubing set was stuck in the door instead of being inserted into the tubing guide underneath the door as intended. It was reported the nurse repositioned the tubing into place and the device alarmed for occlusion. Subsequently, the patient reported pain relief; however the patient was reported as not sleepy. The anesthesiologist reported the pain relief was due to the treatment of ketamine or the patient had received a bolus does of the morphine after the door was opened to reposition the tubing. The customer contact reported that it was unspecified if the nurse had clamped the tubing set prior to opening the door. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known y the reporter upon query by hospira personnel.